Event description:
It was reported that the patient had multiple falls resulting to inefficient pain therapy with their spinal cord stimulator (scs) device. The patient underwent an implantable pulse generator (ipg) revision procedure and was doing well postoperatively. The explanted device will not be returned.